Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this right ventricular (rv) lead as they were considering an ablation for the patient. Technical services (ts) reviewed the reports and noted that this lead exhibited loss of capture (loc). Additionally, there was a capture output and a higher number of threshold tests than would be expected over ten days. Ts noted that the capture threshold increased a week after implant and provided a potential cause. Ts also provided potential following actions. The lead remains in use. No adverse patient effects were reported.